Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: (B)(4). It was reported that the patient was admitted with ischemic stroke on (B)(6) 2020 with low speed, pump stop and connect driveline alarms while connected to power module. Controller was silenced while alarming. Patient reports alarms at home while on mobile power unit (mpu) but opted to sleep on batteries. Log file analysis showed 27 pump stops and 32 low speed alarms occurring between (B)(6) 2020 and (B)(6) 2020. The x-rays are unremarkable, but more images of the external portion may show a potential area of damage. In addition, the log file captured a series of no external power events on (B)(6) 2020. These were caused by power to the mpu being briefly interrupted. Updated log files showed no abnormal alarms since the original pump stop events.

Manufacturer narrative:
Section a2, d4: multiple attempts were made to obtain additional information from the customer regarding the event (including patient age and device serial number); however, no additional information was provided. Section d8: correction. Manufacturer's investigation conclusion: the reported no external power events while connected to the heartmate mobile power unit (mpu) were confirmed via log file analysis. The heartmate mpu was not returned for analysis; however, two log files containing overlapping events spanning approximately 29 days (B)(6) 2020 ¿ (B)(6)2020 per timestamp) were submitted. On (B)(6)2020 at 21:51:40 - 21:52:00 and on (B)(6) 2020 at 06:01:51 there were losses of ac power causing no external power alarms while connected to the mpu. The backup battery provided power during these events. These events cleared when the patient connected to 14v battery power. There were no other notable alarms related to the reported event in the log file. Multiple good faith efforts were sent asking for further clarification regarding the reported event; however, to date no response was received. The root cause of the reported no external power alarms was unable to be conclusively determined in this analysis. No further information was provided. The manufacturer is closing the file on this event.